Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported having high blood glucose. He stated he had woken up with a blood glucose of 480 mg/dl. The customer also stated his insulin pump had several no delivery alarms. The customer also reported a hospitalization event on (B)(6) 2014. It was found the customer had a large ketones and his blood glucose was 600 mg/dl at the time of admission. Customer also stated he was vomiting and had dry mouth prior to the hospitalization. It was also found the cause of hospitalization was due to diabetes ketoacidosis. The customer stated he was hospitalized for two nights with an insulin drip for treatment. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.